Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Event description:
It was reported to philips that the device was experiencing an unspecified issue with the etco2 function. There was no reported patient involvement.

Event description:
It was reported to philips that the device experienced an unspecified issue with the etco2 function. The customer requested that a philips field service engineer (fse) be dispatched to the customer site. Upon evaluation of the device, the reported issue was confirmed and the cause was traced to a faulty etco2 module. Based on the conclusion of the evaluation, it was determined that this was a malfunction of the etco2 module. The etco2 module was replaced and the device passed all performance assurance testing. The device remains at the customer site. There is no indication of a systemic problem. No further investigation or action is warranted.